Manufacturer narrative:
Device evaluation summary:device evaluation of electrode belt (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to reartherapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. This failure mode is consistent with resuscitation efforts by ems, which were reported to be performed on the patient. There is no evidence to suggest that the pulled cable caused or contributed to the patient's death.

Event description:
While servicing electrode belt (B)(4) which was returned for investigation into a patient's death, a reportable problem was discovered.